Event description:
It was reported patient presented in clinic after their implantable cardiac monitor had fallen out due to an environmental factor. Prior to the visit, four centimeters of the recently implanted device had protruded from the incision site. Patient had been previously seen playing with the it. Redness and puss were noted on the incision site during the clinic visit and patient was placed on antibiotics. Patient was sent home and was fine.

Manufacturer narrative:
The device was tested and no anomalies were found.